Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the drive support cap was loose and had received several motor error alarms. The customer's blood glucose reading was 150 mg/dl. The customer was advised to revert to a backup plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The pump passed displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. No motor error alarms were noted. The motor was tested outside of the device and it passed. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with broken battery tube threads, a cracked reservoir tube lip and minor scratches on the display window. The drive support cap was inspected and no anomaly was noted.